Event description:
During use for a cardiopulmonary bypass procedure, the roller pump exhibited what the user characterized as an unusual level of noise. There was no adverse consequence to the patient as a result of this event. In an abundance of caution and the absence to date of a root cause determination (the device has not yet been returned for evaluation), this event is being reported.

Manufacturer narrative:
Evaluation in progress but not concluded.